Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Add'l info will be submitted within 30 days upon receipt.

Event description:
This male had a 2.25 x 28mm cypher select plus stent implanted as part of the registry. Main indication for the procedure was unstable angina. Medical history included hypertension and cerebrovascular disease. Target lesion was located in the first diagonal. The type b1 lesion had 100% diameter stenosis with thrombus. The lesion was ostial and had little calcification. Pre-procedure ck, ck-mb were normal, troponin was less than 2 times above the upper normal limit (unl). Post-procedure ck, ck-mb and troponin were all greater than 5 times above unl. At the one-month follow-up, the patient was asymptomatic. At the six month follow-up, silent ischemia was reported. The patient also had recurrent rest angina. Angiography of previously stented segment (1st diagonal) showed 20% proximal peri-stent restenosis and 70% stenosis in the proximal left anterior descending (lad) which was treated with a 3.5 x 20mm liberte stent.